Event description:
It was reported by the patient advocate that one of the peacemaker leads punctured the heart of the patient and caused bleeding. This was reported to have occurred one day after implantation. Patient received surgical intervention that same day. Patient advocate reports that the patient is recovered and back home. Patient advocate did not specify which lead caused the perforation. Attempts to the field representative to obtain information regarding the event were unsuccessful. Lead remains implanted. No additional adverse patient effects were reported.